Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture and intermittent oversensing. The lead was capped and replaced. No patient symptoms were reported.